Event description:
After 20 days insertion, there found a rupture and leakage over the disk.

Manufacturer narrative:
One unit was received within an opened miscellaneous package. The unit consisted of the molded junction (hub) with a portion of catheter tubing in the correct manufactured placement within the oval disk that extended to below the 12cm tick mark on the scale. There was a miscellaneous injection cap attached to the end of the molded junction (hub). Microscopic evaluation was performed: there was a slit in the body of the molded junction near the upper end of the molded junction, just below the bottom end of the barbed luer adapter. The slit ran on a slight angle with straight smooth walls. There was an area at one end which had silicone flashing from the slit wall. Pressurized fluid/leak test using 10ml syringe with a bleach/water mix and a padded hemostat: the test confirmed there was leakage at the slit. The damage noted in this incident was indicative of misuse/mishandling resulting in a cut to the catheter by some type of sharp object of instrument which lead to leakage. In additional, there is no indications that the slit confirmed in this incident was a rupture to the catheter.